Manufacturer narrative:
(B)(4).

Event description:
It was reported that soon after implant, it was observed that two svt events were in the vt monitor zone. The device was reprogrammed. The patient was unaware of any events.